Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the tip of the device broke off and could not be retrieved. The detached piece was left inside the patient. The procedure was completed at this time. Reportedly, a follow-up procedure was scheduled for (B)(6) 2020 to correct the catheter tip detachment from the initial procedure. It was reported that during the follow-up procedure, a snare was used to retrieve the detached piece. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.